Event description:
Philips received a complaint on the heartstart intrepid defibrillator indicating that the operation control test failed. There was reportedly no patient involvement. The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the processor pca being defective. A quote was given to the customer to replace the processor pca which will resolve the problem. Also note that the user interface to processor cable is always replaced when the processor pca is replaced. When these parts are replaced the device will be validated by performance assurance testing. The device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.